Event description:
It was reported that during the procedure the cut and coag functions became progressively weaker and finally could not operate.

Manufacturer narrative:
At the time of this report the product has not been received for further investigation. Upon receipt of the product an investigation will be performed and a follow-up report will be submitted.